Event description:
It was reported that a small volume folfusor leaked. This issue was discovered prior to patient use. The hub was sealed and double checked to ensure that it was closed tight. The device was then bagged up and stored in the designated place for room temperature chemo. When the pharmacist went to check the next day, the cap had come loose and the drug had leaked out into the bag. Picking up the bag with the device in it, the cap actually fell off the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospitals . Initial reporter phone no.: (B)(6). The device was manufactured from january 26, 2022 - january 27, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.